Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation; however, during inflation, the balloon ruptured below rated burst pressure. The device was removed from the patient and the procedure was complete with a different device. No patient complications were reported and the patient's status was good.